Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported post generator change that the right ventricular (rv) lead exhibited loss of capture and increased thresholds. The rv lead was capped and replaced. No patient complications have been reported as a result of this event.